Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation of the returned device indicates that the screw fractured perpendicular to the longitudinal axis at approximately the middle of the threaded section. The break left a burred edge attached to the thread which suggests this side of the implant fractured under tension, possibly due to bending overload.

Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2011. As the surgeon attempted to implant the suture anchor, the proximal end of the device fractured. No patient injury or delay in the procedure was reported.